Manufacturer narrative:
Final analysis found burn marks on the inner casing of the ac power adapter and burnt components on the printed circuit board of the ac power adapter and the transmitter, which contributed to the field complaint of a power up anomaly. It was concluded that the transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb.

Event description:
It was reported that the patient's merlin at home transmitter would not power up after a storm. Reconnecting the prongs to the adapter and trying a different power outlet failed to resolve the issue. The transmitter was replaced.